Event description:
During a periodic review of the programming history database, a high impedance event was identified. On (B)(6) 2013 the patient's device was disabled. The device was left disabled until (B)(6) 2014. Normal mode and system diagnostics were performed on (B)(6) 2014 and both resulted in high impedance. The device was again turned off. Additional information was received that the patient was not seen since (B)(6) 2014 when the vns device was disabled. No further relevant information was available.